Event description:
Boston scientific received information that since (B)(6) 2011, this left ventricular (lv) lead has shown a slow but gradually increase in impedance measurements. In (B)(6) 2012, the impedance suddenly decreased. The pacing threshold increased and loss of capture was seen at maximum output. Although the patient could not really say, he improved upon receiving the crt-d system at start, he felt less good recently. A revision procedure was scheduled. When the pocket was opened, it was noted that the lead was damaged at two points. There was insulation damage just proximal to the suture sleeve and there was also some damage toward the lead pin. A decision was made to place a new lv lead. Although it could be placed quickly, several locations gave poor threshold measurements because of the presence of a ventricular aneurysm. Ultimately, a position with a threshold of 2.7 at 1.0 ms was found and accepted. The catheter was removed successfully, but not much later, the lead relocated to a less optimal position without capture below 5 at 1.0 ms. Due to the absence of other usable veins and the present aneurysm, a decision was made to stop attempting to place the new lv lead and to discuss the option of placing an epicardial lead with the patient at a later time. As the damaged lead could not be removed, and no lv-1 port plug was available, the header was plugged with the damaged lead pin, and the lv lead programmed electrically off. No adverse patient effects were reported. As of (B)(6) weeks later, there was not yet a decision made on whether to do a second procedure to implant an epicardial lead. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.